Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise episodes were observed on the right ventricular (rv) channel. There was no suspicion of mechanical damage to the lead based on imaging. The rv lead was explanted and replaced and the patient was stable.